Event description:
It was reported that during a laparoscopic gastric bypass procedure, all the trocars were excessively leaking and air was pouring out the top of the trocars while devices were in the trocars. The surgery was prolonged by approximately 10 minutes. Two insufflations machines were used to maintain the pressure. Other trocars were used to complete the procedure however they were leaking as well. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Sleeve assembly. The analysis results of device (a) found that it was received with the latch mechanism of the sleeve damaged and with the cap of the sleeve out of its intended position. Additionally, a piece of plastic of the cap of the sleeve was found near to the duckbill. No conclusion could be reached as to what may have caused the finding. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found tha device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4), mfg date 08/24/2010; exp date 07/24/2015.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)